Event description:
An 8f angio-seal sts plus was deployed near the profunda femoral artery. A pre-deployment angiogram was performed. The patient experienced pain and loss of pulse 1.5 hours after the procedure. Surgery was performed for removal of the anchor. The patient was in good condition.

Manufacturer narrative:
(B)(4). Corrected information: corrected MFR report number : (B)(4). However it is reported under (B)(4). So it can be correlated to the initial MDR report. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.